Event description:
Patient was hospitalized with diabetic ketoacidosis with a blood glucose level of 799 mg/dl. Patient stated his pump alarmed with an occlusion alarm (04) and that he waited until he arrived at home to respond. By that time his blood glucose level was 'off the meter' and he went to the hospital.